Event description:
The initial reporter received a questionable elecsys toxo igg result from one patient sample tested on the cobas e 411 analyzer (disk system). The initial result was "positive". The repeat result was "false negative".

Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.